Event description:
It was reported to boston scientific corporation that a radial jaw 4 single use biopsy forceps jumbo was used during a procedure performed in 2009. According to the complainant, while retrieving the stomach biopsy sample, the physician found that the forcep bit more tissue then anticipated causing a significant bleed and requiring hemostasis with a single resolution clip. The procedure was completed with this device. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.